Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the revision took place on (B)(6) 2019. The lead was replaced. It was reported reason for replacement was due to placement issue with first lead. Patient has good coverage with new lead. The explanted device will not be returned for analysis.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that hcp will do lead revision on (B)(6). The lead was implanted too lateral which resulted in patient getting rib stimulation. Product information was requested by the rep. No further complications were reported/anticipated.